Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the event. The pt reportedly developed adhesions and recurrence which are both listed as possible adverse reactions in the product's instructions for use. A review of the manufacturing records and sterilization records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample has been returned for eval. Based on info provided, no conclusion can be drawn.

Event description:
Based on a review of review of the records provided by the pt's attorney: (B)(6) 2005 - the pt underwent recurrent ventral hernia with two composix kugel meshes and panniculectomy. On (B)(6) 2005 - the pt was hospitalized for three days, eviscerated abdominal wound. On (B)(6) 2005 - the pt underwent closure of the eviscerated abdominal wall wound and repair of ventral hernia. On (B)(6) 2006 - the pt underwent repair of a recurrent ventral hernia with a non-bard mesh. On (B)(6) 2008 - the pt underwent partial explant of both composix kugel meshes and repair of the recurrent ventral hernia using separate components bilateral. On 2008 - the pt underwent complete explant of both composix kugel meshes, reconstruction of abdominal wall with component release of abdominal muscle and external oblique.